Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing and inappropriate automatic mode switch (ams) was noted. Potential noise was also noted on the right ventricular (rv) lead. No intervention was reported, and the patient will continue to be monitored. The patient condition was stable.